Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error on the insulin pump. The customer¿s blood glucose during the incident was 400 mg/dl. The high blood glucose was treated with an insulin shot. The customer stated they had a new insulin pump coming in. They declined troubleshooting. The insulin pump will not be returned for analysis.